Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 550 mg/dl customer blood glucose was 320 mg/dl at the time of incident and current 550 mg/dl. Troubleshooting was not performed. Customer treated with the food. Product will not be return for analysis.